Event description:
Additional information was received that tip detachment occurred during navigation. There was resistance when the apollo was being retrieved. The catheter tip was removed from the patient. It was noted that there was nothing wrong with the onyx. There was note of vessel calcification. There was no kink or damage on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 105-7000-060 (lot: b541896); product type: ; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the front of the apollo catheter was detached in advance. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). The accessed vessel was the femoral artery with a diameter of 8.5 mm. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. It was reported that during the onyx push process, the apollo catheter could not be pushed, even after several attempts. It was suspected that the front catheter was detached in advance, so the catheter was taken out in time and replaced with a new one. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath lot # h00001276, transend guidewire lot # 30544014.

Manufacturer narrative:
Product analysis of 105-5096-000, lotno:b561478 ¿ damage location details: onyx residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The distal tip was found detached from the apollo catheter. The detached distal tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.6mm, which is within specification (specification: 1.0-2.5mm) ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Tip premature detachment (during navigation) can be caused by vessel tortuosity, use of an incompatible guidewire, or if the detach joint ldpe overlap length is too short. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the microcatheter while it is in a wedged position or with vessels that are in vasospasm. It is possible the reported vessel calcification contributed to the tip's premature detachment. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.